Manufacturer narrative:
(B)(4). The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured during normal scheduled follow up. Ra lead pacing impedance was noted to be above 3000 ohms. The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.